Manufacturer narrative:
Eval summary: lens was within mfg specifications for parameters measured. Magnified visual inspection detected a hole in the center of the lens. Based on the medical report, and MFR eval of the lens involved in the incident, it is not possible to determine causal factors or make a conclusion. This is the only complaint from this lot of lenses. No risk to public health. No remedial action taken by the mfg site. Lens not confirmed to be the cause of event. Incidents of abrasion have been associated with improper insertion and removal techniques. Abrasion is a known medical incident and is in the labeling for the device.

Event description:
Pt was dispensed biomedic toric soft contact lenses in 2006. Wearing schedule, cleaning and disinfection regimen unk. In 2007, the pt was diagnosed with a central corneal abrasion of the left eye. Lens wear was temporarily discontinued and the pt was given an antibiotic ointment and moisture drops for treatment. The pt's best corrected visual acuity before the incident was 20/20 in the left eye. The ecp has stated that the pt's bva after the incident is 20/60 in the left eye.